Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead, implanted a little more than 5 months, exhibited high pacing and shock lead impedance measurements.